Manufacturer narrative:
Elevated complaint investigation will be conducted. Note: lot, expiration, UDI, manufacture date and PMA number have been left blank as this MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number.

Event description:
The customer reported false positive sars-cov-2 results on the alinity m resp-4-plex assay. The customer reported 10 false positive results. New samples were taken from the patients which generated negative results on nimbus with seegene assay. The patients self-quarantined for 2 days while waiting for the retest. Log file analysis showed that a total of 33 samples (23 more than previously reported) generated false positive results for sars-cov-2 on the alinity m resp-4-plex assay. New samples were taken for the newly identified false positives which tested negative on the alinity m instrument. The customer reported that there was no impact to patient management. This incident is being reported to FDA because the incident occurred in italy using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval.

Manufacturer narrative:
Nvestigation into this complaint included a customer data review, a quality data review and a complaint history review. Investigation is summarized as follows: customer data review: customer result log files were reviewed. The runs were valid, met all assay specification requirements, and no error codes or flags were displayed for the controls (positive ctrl and negative ctrl). There is no indication that the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 is performing outside of established design performance specifications based on the elements reviewed in this section. The amplification curves of the discrepant results were analyzed. The 33 discrepant results were positive for the sars-cov-2 target. The amplification curves of the samples appeared as expected. The curves which led to positive interpretations exhibited a sigmoidal shape. Based on the results of amp tray carryover analysis, a risk for potential amp tray carryover of the sars-cov-2 target was identified for sample ID (B)(6) only (1 out of 33 discrepant results). Per ticket text, the likely cause of this event is contamination during sample tube/reagent preparation by the customer. Additionally, the ticket includes a summary of environmental testing that resulted in several positive locations. The customer reported a large number of discrepant results over a short period of time (two days). While a risk for potential amp tray carryover was identified for one discrepant result, a holistic approach to this investigation would consider pre-analytical contamination as the likely cause for this event. The package insert does not include a false positive rate for this assay. Quality data review: device history record / batch record review: the device history records (DHR) review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed. The manufacturing packets were reviewed to identify any issues related to the reported complaint during production of the lot components. No issues were identified. No issues were found during quality control (qc) testing. The products passed quality specifications at the time of release. CAPA / non-conformance review: the CAPA review for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 (including the components) was performed to identify any records that were potentially related to the reported complaint. The search did not identify any records related to the reported issue for these lot numbers. Complaint history review: a lot specific complaint history review was performed to identify any similar complaints to the tickets being investigated, which reported discrepant results while using alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Additionally, customer data review verified that the curves for all samples appeared normal and exhibited a sigmoidal shape. Therefore, complaints considered related will include the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 and discrepant results that exhibit normal, sigmoidal curves. The complaint history review identified 6 additional complaints related to the reported complaint for the alinity m resp-4-plex amp kit (list 09n79-090) lot 518877. Two tickets were independently investigated and no product deficiency was identified. Three tickets have been elevated for investigation. One ticket indicates that under further review from the customer, the results were no longer considered discrepant. Based on the results of the investigation elements, a product deficiency for alinity m resp-4-plex amp kit (list 09n79-090) lot 518877 was not identified.